Manufacturer narrative:
(B) (4).

Event description:
It was reported that the initial pocket location of the device (in lower back/upper buttock) became red, swollen, painful and was "pressing on nerves", so it was relocated to the abdominal area. Approximately one month after the pocket revision, the incision would not heal and "opened up". The entire device system was removed due to infection. It was noted that the pt was working with the physician to determine why his body "rejected the device". Additional information has been requested.